Event description:
It was reported by service report that the zoom drive power is intermittent due to damaged communication cable and malfunctioned pcb box. However, the unit would still be mobile in manual mode. No patient involvement or adverse consequences were reported.